Event description:
Report received of an independent rate change. The pump was programmed to deliver normal saline at 0.3ml/hour via either an umbilical venous catheter (uvc) or an umbilical arterial catheter (uac). It was reported that the rate of infusion was changed to 0.8ml/hour. One hour later, the volume on the pump was checked and reported to have delivered 0.8ml. One hour after this, the pump was checked and found to have delivered only 0.3ml. It was noted at this time, that the rate of infusion on the pump was 0.3ml/hour. According to the customer contact, no one had changed the delivery rate from 0.8ml back to 0.3ml/hour. There was no reported adverse effect to the patient. The device was removed from clinical service and therapy was continued without further reported incident.